Manufacturer narrative:
Reference CAPA-(B)(4).

Manufacturer narrative:
The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application. Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. The device is not available for evaluation, as it was discarded by the facility. Per the instructions for use (IFU) for ide use, cardiovascular injury such as perforation or damage of vessels, myocardium, or valvular structures, that may require intervention and bleeding are potential risks associated with the overall procedure. Difficulty tracking the delivery system through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds or guidewire. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. There may be degrees of difficulty removing the system. In extreme cases, however, it may require a new surgical cut down to facilitate removal of the system. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for injury cannot be confirmed; however, per medical opinion, it was probable that the lungs were perforated by the guide wire while attempting to advance the delivery system through the difficult anatomy. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 26 mm sapien xt was implanted in the pulmonic position via transfemoral approach. Difficulty was encountered advancing the valve and the delivery system in the intended position. Post procedure the patient was sent to the ICU for a follow up and bleeding was observed in the lungs. The patient was sent to emergent surgery and expired. No autopsy was performed.  Per medical opinion, it was probable that the lungs were perforated by the guide wire (lunderquist wire), which the physician believed may have been caused by the difficulties advancing the delivery system. No resistance was felt between the delivery system and the guide wire. A small bent was observed visually when the wire was taken out of the patient. The difficulties advancing the delivery system were thought to be related to the pulmonic valve replacement procedure itself.  The patient was reported to have some vessel tortuosity. The device is not available for evaluation as it was discarded by the facility.